Event description:
It was reported that the user experienced persistent high glucose readings on an ilet system with dexcom g7 and a teflon infusion set in the abdomen, with multiple infusion site changes due to adhesion issues and a bent cannula, and later presented to a hospital with a glucose of 800; the event was associated with improper or incorrect procedure or method related to the infusion set and cartridge, including an infusion set deployed or connected incorrectly. Symptoms included hyperglycemia and vomiting. Outcomes included no health consequences or impact documented. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with the device component implicated as the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.